Manufacturer narrative:
It was reported that the patient had 7 implanted systems and all but one had contact failure on the leads that caused replacement; manufacturer reports were generated for each of the 7 implanted systems. See manufacturer reports 3004209178-2016-09742, 3004209178-2016-09723, 6000032-2016-00086, 3004209178-2016-13796, 3004209178-2016-13799, and 3004209178-2016-13805. Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3487a-33, lot# j0016051v, implanted: (B)(6) 2000, product type: lead. Product ID 3487a-45, lot# j0454644v, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had 7 implants over the course of 14 years, and all but one had contact failure on the leads that caused replacement. There were no reported patient symptoms. The patient's indications for use included failed back surgery syndrome, spinal pain, and radicular pain syndrome(radiculopathies).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.